Event description:
The clinician reports the implant was inserted (B)(6) 2019 in the patient's mouth. Details of surgery: no primary stability, implant surface not completely covered w/ bone and bone overheating. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, swelling, hypersensitivity and inflammation. No further patient complications were reported.